Event description:
During a colon surgical procedure the contoured curved cutting stapler malfunctioned. The cutter cut the bowel but did not staple as it was intended to do. The product is manufactured by ethicon, a johnson and johnson company, cat. Cs40g.